Event description:
During surgery, the nerve hook tip from the spinal tray broke in pt. Tip was found after x-ray done before and after. Instrument inspected 2 weeks prior to incident by independent inspector. (B)(4).